Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced to correct the issue.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.